Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-oct-2022 to 15- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that cubie drawer failed. A field service engineer found that the failure was caused by a faulty drawer controller board. Replaced pyxibus module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer added that this malfunction prevented user from accessing methylprednizone medication causing delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failure was caused by a faulty drawer controller board. A field service engineer replaced pyxibus module controller to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer added that this malfunction prevented user from accessing methylprednisone medication causing delay. There were no adverse events or injuries reported based on this event.